Manufacturer narrative:
Field service engineer was unable to reproduce any faults. Verified proper operation of the injector per optistar elite service manual. System was returned to full service by the customer.

Event description:
On 10/16: customer reports the injector injected on its own. Staff had loaded prefilled contrast syringe into the a side, kendall 60ml empty disposable syringe, filled with saline on the b side, purged the air from syringe and tubing, then turned injector powerhead down towards the floor and moved to the side while they set up the pt for the procedure. When they turned to get the injector into place, the b side ram had moved forward, pushing saline out onto the floor. Injector was not connected to the pt, no protocol had been loaded and not enabled. No injury reported.